Event description:
A customer observed repeatable, discordant vitros tsh results for a single patient sample tested on a vitros eci analyzer on (B)(6) and (B)(6), 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial result was reported, however, there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the samples were drawn from a patient taking biotin supplement tablets. The definitive root cause for the discordant vitros tsh results could not be determined, however, it is likely related to the biotin supplements taken by the patient. The vitros tsh assay uses biotinylated antibodies to bind antigen-antibody complexes. Biotin present in patient serum can compete with the biotinylated antibodies in the vitros tsh assay, resulting in lower than expected results. The vitros tsh instructions for use indicate that biotin does not interfere at a concentration of 0.5 ug/dl, however, the patient was ingesting higher concentrations of biotin (15 mg/dl per day). The interference at this concentration is unknown.